Event description:
It was reported that stent moved on balloon. During preparation and outside the patient, a 32 x 3.00 rebel stent balloon was noticed to not have a correct crimp on the balloon. It was noted that there was a visible step between the stent and the balloon which was not correctly mounted on the balloon. Therefore, the stent was not pushed into the lock sheath for safety reasons. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. The stent was damaged and appeared buckled. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the stent was moved.

Event description:
It was reported that stent moved on balloon. During preparation and outside the patient, a 32 x 3.00 rebel stent balloon was noticed to not have a correct crimp on the balloon. It was noted that there was a visible step between the stent and the balloon which was not correctly mounted on the balloon. Therefore, the stent was not pushed into the lock sheath for safety reasons. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.